Manufacturer narrative:
Additional manufacturer narrative -(B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3420/7634981-distal, tgt4015/7351957-proximal). Prior to the implantation of the devices, debranching of the arch vessels was performed. The patient tolerated the procedure without any reported issue. The preoperative aneurysm diameter measured 76 mm. On (B)(6) 2011, a type ii endoleak originating from the left subclavian artery was identified. The aneurysm diameter measured 79 mm. (The left subclavian artery was covered by tgt4015/7351957). On (B)(6) 2011, the patient underwent coil embolization of the left subclavian artery. It is unknown if the endoleak resolved. But it was reported that the next three annual follow ups showed no aneurysm enlargement. The patient¿s weight, dob and medical history were not available.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.